Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Customer reported when measuring with the merge cardio toolbar, it displays cm on the workstation, but mm on the report. Ex: the rvot value sent from the cart is 1.5cm. The units of measure in the (B)(4) table are correct (cm) however the units of measure in the 17 measurements. Xslt file are incorrect (mm). This causes the number in the report to display as 0.15cm. When taking measurements from images on the cardio workstation or from the us cart, numbers are not crossing to the report in the correct unit of measure. Specifically, two measurements: right ventricular outflow tract (rvot) diameter and main pulmonary artery ed diameter. Since the two values are smaller than they are which can mislead the cardiologist that there are abnormality. The cardiologist could potentially prescribe unnecessary medications or treatment. (B)(4).

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers..